Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. Bends and kinks were present along the pusher assembly approximately 37.5 cm, 47.0 cm, 58.0 cm, 99.0 cm, 116.5 cm, 122.5 cm, 136.0 cm, 149.0 cm, 156.5 cm and 160.0 cm from the proximal end. The pull wire was present within the pusher assembly distal detachment tip (ddt). Offset coil winds were present along the coil length. Conclusion: evaluation of the returned smart coil confirmed pusher assembly kinks and a detached embolization coil. Evaluation of the non-penumbra microcatheter revealed damages on its distal end and an ovalization. It was reported that the patient had very tortuous vessels. This may have contributed to the damages observed on the microcatheter. If these damages are present along the microcatheter while the smart coil is attempted to be advanced, resistance may be experienced. If the smart coil is forcefully advanced against this resistance, the pusher assembly will likely become kinked and the embolization coil may become stuck. If the smart coil is subsequently retracted while stuck within the microcatheter, the embolization coil may become detached. The pet lock and embolization coil were intact, and the pull wire was within the distal detachment tip (ddt); therefore, it is likely the pusher assembly elongated enough such that the constraint sphere pulled out of the ddt. The non-penumbra microcatheter damages likely contributed to the resistance experienced in the reported complaint. During functional testing, resistance was experienced while advancing a stainless steel mandrel through the microcatheter. The penumbra investigator then cut the microcatheter where resistance was encountered and was able to extract the detached embolization coil from the distal segment. The embolization coil had damages throughout the coil. Some of these damages are likely incidental and may have occurred while attempting to extract the coil from the microcatheter. The remaining proximal segment was then tested using a demonstration smart coil and the coil was able to advance through without issue. Some of the pusher assembly kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). It was noted that the patient had very tortuous vessels. During the procedure, the physician successfully placed three coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil more than halfway through the microcatheter. Consequently, the pusher assembly of the smart coil became kinked and the smart coil unintentionally detached. Therefore, the physician removed the microcatheter with the smart coil inside. The procedure ended at this point because the existing coil mass was sufficient. There was no report of an adverse effect to the patient.